Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as pain. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is pain.

Event description:
Patient reported "pain" and "many other medical problems." This is for the right side. Device was explanted.